Manufacturer narrative:
The field service engineer changed the electrodes, checked the rinse unit, checked the reference filters, and changed the reference valve. The investigation determined that the calibration and qc were acceptable for module a. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 3 patients tested for ise indirect na for gen.2 on cobas 6000 c (501) module serial number (B)(4) (module a) and c (501) module serial number (B)(4) (module b). Of the data provided, there were discrepant results for 2 patients. This medwatch will cover the questionable na results on the c (501) module serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on the na results from the c (501) module serial number (B)(4). For patient 1 the na result from module a was 148 and the result from module b was 142. For patient 2 the na result from module a was 146 and the result from module b was 140. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The na electrode lot number and expiration date were not provided for module a or module b.